Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the tubing. Technical support assisted customer with priming the tubing to remove the air bubbles. Customer¿s blood glucose (bg) level was 378 mg/dl and a correction bolus was delivered to address bg. Reportedly, customer resumed pump therapy.